Event description:
Possible device related complication reported during clinical trial. Patient experienced "grinding" sensation on full flexion/internal rotation. Patient is hypermobile.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.